Event description:
It was reported that balloon rupture occurred. The 79% stenosed target lesion was located in the severely calcified mid-right coronary artery. A 1.50mm x 12mm emerge balloon catheter was advanced but failed to cross the lesion. However, during inflation, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported, and the patient was stable following the procedure.